Event description:
An article published in the journal of cataract and refractive surgery was received on 29-oct-2021, entitled 'long term efficacy and safety profiles following posterior chamber phakic intraocular lens implantation in eyes with >/= 10-year follow-up.' The article describes 2 eyes of 1 patient required icl exchange due to myopic progression, 8.7 years after the first surgery. Three eyes of two patients underwent cataract surgery after icl implantation (mean 10.1 years). All cataracts were classified as nuclear cataracts according to the lens opacities classification system iii, which suggest that they were age related rather than related to the icl lens implant. Two eyes lost 2 or more lines of cdva, one reversibly due to development of cataract (final cdva after icl explantation plus cataract surgery was 20/25), and another due to development of a myopic macular hole. 2 eyes had a mild transient increase in iop but no treatment was required.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Manufacturer narrative:
A1-(B)(6). A2- (B)(6) 1986; (B)(6) 1968; (B)(6) 1965. B3-(B)(6) 2017; (B)(6) 2017; (B)(6) 2017; (B)(6) 2018. B5-additional information: regarding the patient requiring icl exchange due to myopic progression: a lens was implanted into the patient's left (os) eye (B)(6) 2008 and right (od) eye (B)(6) 2008. On (B)(6) 2017 and (B)(6) 2017 respectively the lens was removed and replaced with an alternate lens and problem resolved. The cause of both events is a patient-related factor: "progressive refractive defecit." Regarding two eyes of one patient who underwent cataract surgery: a lens was implanted into the patient's left (os) eye on (B)(6) 2008 and right (od) eye on (B)(6) 2008. On (B)(6) 2018 and (B)(6) 2014 respectively the lenses were explanted and cataract surgery was performed. The cause of the event is reported as other. Problem resolved. Regarding one eye of one patient who underwent cataract surgery: a lens was implanted into the patient's right (od) eye on (B)(6) 2008. On (B)(6) 2018 the lens was explanted and cataract surgery was performed. Both psc and sn cataracts were reported. The cause is reported as other. The problem is resolved. Claim# (B)(4).